Event description:
Additional information was received from healthcare provider (hcp). Hcp reported that after meeting with patient there was no indication that patient experiencing full convulsions and body tremors was related to device/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient began experiencing vertigo a couple of weeks ago and was hospitalized for several weeks following a tremor episode. After returning home for a day, the patient experienced full convulsions and intermittent body tremors and was readmitted to the hospital on (B)(6) 2025. Neurology staff at the hospital examined the patient and checked the deep brain stimulation (dbs) device, noting discrepancies between the device settings and the records, but were unable to reprogram the device. The healthcare provider confirmed that therapy was on and functioning, and other than dehydration, no infection was present. (B)(6) intended to discharge the patient, but the patient experienced convulsions upon standing. The hospital recommended contacting the manufacturer to see if a representative can assist with the device interrogation. The manufacturer representative provided additional information, reporting that the cause of the adverse event remains unknown. The neurologist department recommended that the patient schedule a programming appointment. It's unknown if the issue was resolved. The patient hasn't responded to the manufacturer representative's follow-up attempts.